Manufacturer narrative:
(B)(4) (ileus), (nasogastric suction). (B)(4) no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an uneventful endometrial thermal ablation procedure in (B)(6) 2010. Thirteen days later, the patient developed nausea and vomiting. The patient was hospitalized by her family practice doctor and was found to have an ileus which resolved with nasogastric suction over three days. The patient is now home and doing well.